Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had been experiencing high blood glucose levels for a week leading up to the call. Blood glucose level was 502 mg/dl at the time of the call. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.